Event description:
A report was received that the patient was having loss of stimulation. Several contacts on the patient¿s leads were showing high impedances. The patient was scheduled to undergo a revision and prior to the procedure, the physician discovered that the leads were fractured. The patient underwent a revision procedure wherein the physician ended up explanting the entire system. No device malfunction suspected with the ipg.

Event description:
A report was received that the patient was having loss of stimulation. Several contacts on the patient¿s leads were showing high impedances. The patient was scheduled to undergo a revision and prior to the procedure, the physician discovered that the leads were fractured. The patient underwent a revision procedure wherein the physician ended up explanting the entire system. No device malfunction suspected with the ipg.

Event description:
A report was received that the patient was having loss of stimulation. Several contacts on the patient¿s leads were showing high impedances. The patient was scheduled to undergo a revision and prior to the procedure, the physician discovered that the leads were fractured. The patient underwent a revision procedure wherein the physician ended up explanting the entire system. No device malfunction suspected with the ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 15564055, description: next generation anchor kit-sterile sc-2218-50 (sn (B)(4)). Device evaluation indicated that several contacts of the leads were fractured at the bent/kinked location where the click anchor had been positioned. The fracture site was one cm from the set screw mark. Sc-4316 (lot# 15564055) device evaluation indicated that eyelets of the both click anchors were torn.